Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose level over 1000 mg/dl, cause was unknown. The customer was treated with intravenous fluids. Reportedly, the customer experienced vomiting and some memory loss. The customer was released from the hospital on (B)(6) 2025 with no permanent damage.